Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, #274163 inratio: 5.5, #274163 re-test: 6.1, #291557 re-test: 4.4. Fifteen minutes in between tests. Date: (B)(6) 2012, inratio: 2.3 (strip lot number: unknown. Date: (B)(6) 2012, inratio: 1.7 (new strip lot number was used). Customer called back on (B)(6) 2012 to report inr result using new strip lot; feels the new strip lot is working properly.